Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing an unstable rhythm that the implantable cardioverter defibrillator did not deliver therapy for. It was noted that the device was functioning appropriately based on its programmed settings. The arrhythmia did not meet the criteria for the programmed ventricular tachycardia monitor zone. No device intervention was performed and no patient consequences were reported.